Manufacturer narrative:
(B)(6). Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Sterility review: a review of the device's sterility report that the product was certified as sterile & non-pyrogenic. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that the patient presented with a very bruised right foot including all toes and unable to weight bear in the setting of staphylococcus aureus drive line infection being treated with cephalexin. The patient was admitted to the hospital for further investigation for cause of bruising. "There was nil sinister cause found" with diagnosis of spontaneous bleed.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection and bleeding are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care and therapeutic anticoagulation guidelines. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. The device remains implanted.